Event description:
A surgeon reported that during a procedure, air came out from the auto stopcock. The product was exchanged, but the issue persisted. The air line was clamped and the case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).